Event description:
The hcp reported that the pt had an MRI last week. The pt was seen by the hcp and complained of increased pain. The pump telemetry showed that a motor stall had occurred and had a message that the stopped pump period may exceed tube set. The stall recovered while the pt was in the hcp's office. Pt outcome is unk. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up will be sent if additional information is received.